Event description:
It was reported that this right atrial (ra) lead exhibited noise, however the noise was appropriately marked but not stored. Additionally, the patient experienced a syncopal episode during slow runs of ventricular tachycardia (vt) and the provided anti-tachycardia pacing (atp) successfully converted their arrhythmia. No additional adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).